Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 238 mg/dl. The customer was treated for high blood glucose pump. The customer was advised the 2 high blood glucose rule. After the troubleshooting was done, customer was advised the pump is ok and we could not discover a reason for her high blood glucose possibly a result of her stomach bug. The customer was advised to change set and help to set temp basal for a 20 percent increase.